Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s23 / 2.8 / android 16.

Event description:
It was reported that customer saw a minimum fill notification after pump reset and was unsure how much insulin remained in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer filled and loaded new cartridge successfully, and issue was resolved with no further action required from support.